Event description:
The account alleged that the stretcher was down.

Manufacturer narrative:
The tech found that the left siderail end tube was broken at the latch bolt which prevented the siderail from latching. The tech replaced the siderail end tube to repair the bed.